Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states getting a 4 flash. The dealer called back and states that the controller and the motor harness are melted together.